Event description:
It was reported that intermittently, multiple cartridge alarms occurred with multiple cartridges after filling cartridge with 300 units of insulin. Customer removed some insulin and reinstalled cartridge to resolve the issue. Customer's blood glucose was 142-162 mg/dl.